Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: after replacing the blower while performing tsw, device is showing tf 231007, tf 231008 and tf 231013 also air leak sound found from blower side.